Event description:
Reportable based on the device analysis completed on 11jul2024. It was reported that a leak from the hemovalve occurred. The target lesion was located in the left lower extremity deep vessel. An angiojet solent omni was selected for use for thrombectomy procedure. After 112 seconds of thrombectomy, blood began to flow out beneath the negative pressure valve, but the device did not trigger an alarm, preventing the procedure from continuing. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Inspection of the device revealed multiple bends and shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 31.5 cm from the tip. Inspection of the device revealed multiple shaft kinks and a hypotube separation. An under-pressure alarm was observed during functional testing.